Event description:
A customer reported that a dull blade was noted during surgery. The case was completed with a back-up blade. There was no pt impact reported. This is the third of four reports being filed for this facility.

Manufacturer narrative:
One opened sample was returned. Eval of the sample showed the following results: the sample was examined using (B)(4) magnification and found to have a damaged tip and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to MFR's acceptance criteria. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as the damaged tip and cutting edges exhibited on the returned opened sample are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).